Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a captiflex medium oval snare was used during a colonoscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, the snare was placed around a polyp with a long stalk, but when the physician pushed down on the foot pedal and the nurse closed the snare, no cautery was observed. The generator was replaced; however, they were not able to transmit current to the snare. The snare was then replaced with another captiflex snare and they were able to cauterize the polyp and complete the procedure. No visible damage to the device or its packaging was observed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. Additional information: the generator in use was a non-bsc device. The grounding pads were also replaced, which did not resolve the issue. Current could only be transmitted after the captiflex snare was replaced.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a captiflex medium oval snare was used during a colonoscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, the snare was placed around a polyp with a long stalk, but when the physician pushed down on the foot pedal and the nurse closed the snare, no cautery was observed. The generator was replaced; however, they were not able to transmit current to the snare. The snare was then replaced with another captiflex snare and they were able to cauterize the polyp and complete the procedure. No visible damage to the device or its packaging was observed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
It was reported the patient is over 18 years. (B)(4). Results: visual evaluation of the complaint device found no issues. The unit was within specifications for the electrical test, and passed. The condition of the returned device was not consistent with the complaint that the device failed to transmit current; the complaint was not confirmed. The device showed neither evidence of the alleged issue nor any defect which would have contributed to the event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.